Event description:
It was reported that the atrial lead exhibited loss of sensing and rising thresholds. Attempts to reposition the lead were unsuccessful. The lead was explanted and replaced. No further information was available.

Manufacturer narrative:
(B)(4).